Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2016, the transmitter was not working. No additional patient or event information is available. Data was provided for evaluation. The reported transmitter was not working was confirmed via data. A root cause could not be determined.